Event description:
I used amo complete moisture plus for my soft contacts right eye got really red looked like I had pink eye, I read the paper friday and learned of the recall on this prod. I stopped using this prod and the eye got better, but I had to throw away the contacts because the contacts were in this solution and the paper said to throw them away. I think that amo needs to replace the contacts that I had to throw away because of this matter. Dates of use: in 2007, event abated after use: yes. Event reappeared after reintroduction: no.